Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2005 3231-40 st-jude-lead, implanted: (B)(6) 2012 419478 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and leads were explanted due to pocket infection. No further patient complications have been reported as a result of this event.